Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pegasus gn 18ga x 1.16in prn-cap y had the safety mechanism not disengaging from the catheter/stuck at hub. The following information was provided by the initial reporter: the needle cannot be retracted after the catheter was punctured. The catheter was replaced.

Event description:
It was reported that an unspecified number of pegasus gn 18ga x 1.16in prn-cap y had the safety mechanism not disengaging from the catheter/stuck at hub. The following information was provided by the initial reporter: the needle cannot be retracted after the catheter was punctured. The catheter was replaced.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7005045. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Samples were submitted for evaluation; bd engineers were able to observe a damage to the v-clip during the visual observation of the device. The root cause for this occurrence most likely due to a missing pin in the manufacturing machinery that lead to a misalignment during assembly.